Manufacturer narrative:
A ge service representative performed an on site investigation. The nodes were flashed and software reloaded. Also, the hard drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to save images. No report of patient injury.